Manufacturer narrative:
No patient was involved with this event, so no patient demographics are applicable. A medtronic representative inspected the imaging system on-site and software investigation was completed. On-site it was found that the system was showing a patient database error that would not allow it to acquire scans. The previous patient database backup was loaded and the system regained normal functionality. The software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic imaging software anomaly tracking database. A full imaging system check-out was completed following on-site troubleshooting and all tests passed. Full system functionality was confirmed and the system was returned to service.

Event description:
A site representative reported that when attempting to boot up the imaging system, a database error was displayed indicating a corrupted software database. This error prevented the use of the system. This was discovered outside of any patient involvement. No additional details were provided.